Manufacturer narrative:
The lead and the ICD under complaint were returned for analysis. Upon receipt, the ICD was interrogated, revealing the mos1 battery status, 12 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as the far-field channel of episode 19th. The iegms from episodes 14th to 20th showed very small sensing amplitudes in the far-field channel. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, there was no indication of an ICD or lead malfunction. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the device and the rv lead were explanted due to low sensing. A new device and lead were implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.